Event description:
Information was received that reported a pt was hospitalized in late 2008 due to hyperglycemia. The reporter stated that on 12/25/08 they did a site and set change. The next day at 2am, the pt's blood sugar was >500mg/dl. The noted that insulin was leaking from the threaded luer connection between infusion set and the insulin cartridge. The insulin set was changed out and the pt was taken to the hospital at 2am the same day. He was not admitted, he was treated with fluids only as his blood glucose was already on the rise when he arrived at the hospital. The device should be retuned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation. The pt's endocrinologist has instructed the reporter to change the pt's set and site when the pt experience unexplained highs.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.